Event description:
Device report from australia reports an event as follows: it was reported a second revision occurred on (B)(6) 2024 due to non-union. The patient originally had surgery (B)(6) 2022 with another supplier. He had a revision le fort I on (B)(6) 2023 implanted with dps/materialise using plate sd980.014, screws 04.511.206.01c and 04.511.236.01c. When the post-op for the patient was reviewed, there was a lack of bone union at the left buttress and in the midline. A revision to graft areas was required to address the non-union. Subsequently, a second revision occurred due to the non-union on (B)(6) 2024. The plate and screws above were removed and new plates and screws were implanted. This report is for one matrix screw ø2.1 self-tap l6 tan 1u I/c for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.